Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
An afx bifurcated and two (2) suprarenal aortic extensions were initially implanted for the patient. The routine five (5) year follow-up showed the presence of a type iii endoleak and sac expansion; the physician did not specify whether the endoleak was a type iiia or iiib. A re-intervention is planned to treat the endoleak. The patient is reported as asymptomatic and will continue to be monitored.

Event description:
Additional information received per clinical assessment refuting the reported and possible type iiia endoleak. In addition, multiple attempts were made to confirm if re-intervention was completed for the patient, with no response received. This complaint will be updated if additional information is received at a later time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: the type iiia endoleak is refuted, sac expansion is unconfirmed, but the type iiib endoleak and secondary endovascular procedure of the bifurcated device are confirmed. This complaint is most likely device-related due to the use of strata material. The procedure related harms for this complaint could not be determined. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: device codes - remove 1068, 1354 conclusion code - remove 11.